Manufacturer narrative:
Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. This event occurred outside USA.

Event description:
The customer reported device was unable to take image and to do fluoroscopy during examination.